Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/06/2021. H6 component code: g07002 device not returned. The following information was requested, but unavailable: how many sutures broke? How many min was the procedure delayed? Was there any patient consequences? Lot? All answers above are unobtainable. Once there is any update, we will update the information. The single complaint was reported with multiple events. There are no additional details regarding the additional events.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: how many sutures broke? How many min was the procedure delayed? Were there any patient consequences? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. It was reported that the suture broke during sewing vessels tissue, vascular muscles tissue. Unspecified bleeding was aggravated and the surgery time was prolonged. A new like device was used to complete the procedure and there were no adverse patient consequences reported. No further information is available.